Event description:
Arterial blood sampling kit with dry lithium heparin for gases and electrolytes: syringes that we use on l&d (labor and delivery) to draw up cord gases has a batch that do not secure to either the needle or cap. This makes for a possible unsafe situation for the staff member drawing up the gases, for fear that it could easily dislodge and case a needle stick. Also, the cap does not stay in place for when sending gases to the lab.